Event description:
It was reported the right atrial lead had far field r-wave (ffrw) oversensing that caused inappropriate mode switches. The atrial sensitivity was changed and no further ffrw oversensing was observed. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.